Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unit had cracked battery tube threads, missing reservoir tube o-ring. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was cracked at the top of the reservoir and the battery compartment. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir was able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.